Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise, including two inappropriate shocks. Pacing pauses of 1.6 seconds was observed. Rv sensitivity was reprogrammed to 1.5mv and the pauses ceased. Additionally, muscle stimulation was observed and the device was reprogrammed to rv only and left ventricular (lv) lead outputs were decreased. A revision procedure was performed and two rv leads were attempted to be implanted, but unsuccessful due to patient anatomy. The third rv lead was successfully implanted. The following day, loss of capture (loc) was observed at maximum output and the patient had an underlying rate in the 20's. Pacing impedance measurements were 2,800 ohms. A revision procedure was performed and the rv lead was repositioned on the septum with an impedance measurement of 650 ohms. The following day loc was again observed. The patient was reportedly being paced off the lv lead with a threshold measurement of 1.3v @ 1.5ms, with output programmed to 1.7v @ 1.5ms due to the previous stimulation observation. It was noted that the lv lead was oversensing and was to be programmed off. Technical services was consulted and discussed recommendations. The local area sales representative noted that it was unlikely that the physician would want to perform another revision procedure due to the patient's age. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Event description:
Additional information was received that this device was explanted and returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, all sealplugs were intact and all setscrews moved freely. Lead seal witness marks indicated that all leads were fully inserted. There was a black film in the rv port where the lead seal marks were. The left ventricular (lv) lead port did not pass pin gage. The device passed tests which verified pacing, sensing, impedance measurements and recording functions.

Event description:
Additional information was received that the patient with this device system was presented to the hospital due to symptoms of dizziness and diaphoresis. The patient was observed to have an escape rhythm in the 40bpm range. Diaphragmatic stimulation was observed and the threshold measurement was reprogrammed from 1.8v @ 2msec to 3v @ 2msec. The patient was transferred for epicardial lead placement. No pacing pauses greater than two seconds were observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.